Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during manual prime. Customer also indicated that they received a motor position alarm. Customer's blood glucose was 129 mg/dl at the time of incident. Customer was advised that the device would be replaced and agreed to return the product for analysis. No further information was given.

Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. The insulin pump was received with cracked case on the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.